Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer

Event description:
It was reported that the lead impedance has been increasing over time. The threshold had also increased. The lead remains in use. It was later reported the lead was broken and the impedance and thresholds were high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance has been increasing over time. The threshold had also increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.